Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009 with a sorin isoline 2cr6 defibrillation lead. During the ventricular fibrillation (vf) induction procedure, the physician noticed a loss of real time surface ECG and markers after the shock on t-wave. Real time surface ECG signals and markers were back to normal operation when the pt's intrinsic sinus rhythm reappeared.

Manufacturer narrative:
Jan 25, 2010. This event concerns a device that was manufactured and used outside the untied states. Method: review of the electronic data and files received. Results: transient loss of telemetry link between the ICD and the programmer system (poor programming head position or strong external emi). (B)(4). Conclusion: the reported behaviour results from a transient loss of telemetry link between the ICD and the programmer system during real time transmission. This telemetry anomaly most probably results from a poor programming head position or strong external emi. None of them could be confirmed. The reported event had no consequence on the ICD function. The ICD performed as intended and the induced arrhythmia was adequately detected and treated. There was no consequence for the pt.